Manufacturer narrative:
The following fields have been updated with corrected information: g.1 - reporting office - (B)(6). Investigation summary: based on the investigation results, the reported issue that when a customer creates an experiment and reopens it later, the whole experiment seems to be corrupted, every plot are blank, and they need to redo everything from scratch was not confirmed. Investigation results that were performed on the indicated failure mode were the following: - the provided data which included photo and system health report was thoroughly analyzed, however the issue was not reproducible. - there was no impact to patient or user and they weren't treated based on it. The potential cause was not confirmed since the issue was not reproducible. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd facslyric¿ that there was erroneous results. The following information was provided by the initial reporter: the issue is the following: when a customer create an experiment, it happens that when the customer reopen it later, the whole experiment seems corrupted, every plot are blank, and the customer needs to redo everything from scratch.

Manufacturer narrative:
G.5. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ that there was erroneous results. The following information was provided by the initial reporter: the issue is the following: when a customer create an experiment, it happens that when the customer reopen it later, the whole experiment seems corrupted, every plot are blank, and the customer needs to redo everything from scratch.